Event description:
It was reported to boston scientific corporation that a ultraflex non-covered tracheobronchial stent was used during an bronchoscopy with stent placement procedure performed on (B)(6) 2009. According to the complainant, the stent could not cross the 15mm diameter, 25mm in length lesion located at the right intermediate bronchus. The physician indicated that the tip of the catheter was too long. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). Unable to cross lesion. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).